Event description:
Information was received that under delivery was noted when using the cadd legacy plus pump. The pump was administering cytoxan. It was reported that the infusion was for 245ml over 2 hours, but one dose was still found left over in the bag. The pump did not display an alarm. The patient was given the rest of the infusion in the clinic using a new pump. It was also reported that the infusion was not life sustaining and that the patient did not experience any harm or injury.